Event description:
Dealer states, the original complaint was red light and the tbm ran concentrator for 40 min after 20 min o2 levels 95%, and after 30 min 02 levels dropping to mid 80's. He states a change in sound occurred.